Event description:
The reported event was a teleflex weck clip issue. The reporter stated that the surgeon noticed a crack in the crotch of the clip after completing clip installation. The surgeon completed another clip installation and no further issues occurred during the case. There was no patient injury and the case was completed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).